Event description:
It was reported that the patient was having difficulty charging the ipg. The patient underwent an explant procedure and was doing well postoperatively. The explanted device will not be returned.